Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Clinical data export files and images were analyzed. The investigating team has reviewed the planning and the surgical workflow. The most probable cause of the reported deviation is skiving potential in planning of s1 right, leading to a superiorly deviated screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: asm0113-03, serial/lot #: (B)(4), ubd: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat spondylolisthesis using fixation with screws and rods. It was reported that planning was completed prior to the procedure. The plan and operative flow was reviewed with the surgeon. The hover-t was chosen as the mount for the procedure. During the procedure, all executed trajectories were accurate except for right s1. Confirmation shots showed that the screw at right s1 was over 10 mm superior to plan. The cause of the deviation was unknown, but the representative reported the rbt device could have been the cause of the inaccuracy. The screw was removed and the surgeon freehanded the screw. Intraoperative monitoring was used and all screws tested at or over 39. There was no patient harm and the procedure was not delayed more than an hour. The case was completed.